Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 225 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed per specification with no signal readings detected. Checked lab transmitter for proper use and operation, and the transmitter passed per specification. Also found cannula bent. Unable to confirm the customer received the sensor in said condition due to the product being returned opened/used.